Event description:
We were unable to get return blood flow after advancing the intra- aortic balloon (iab) into the proper aorta position. The balloon flushed prior to insertion and the catheter was maneuvered back and forth, yet we were unable to get return blood flow.